Event description:
It was reported that the patient experienced inadequate stimulation on the left side of their body due to migration of the spinal cord stimulator (scs) system leads. The patient underwent a revision procedure in which one of the two leads was explanted, however it is unknown which of the two leads was explanted. Flouroscopy was performed and confirmed lead migration. The patient is doing well post operatively. The explanted lead will not be returned as it was disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5014465.